Event description:
It was reported that they received an e000d error as soon as they inserted the fiber. The case could not be completed. The fiber opened for the case was disposed of so it will not be returned for analysis.